Event description:
(B)(6) reported to candela corp on (B)(6) 2011, that a male pt received a laser hair removal treatment on the bikini/groin area and reported "burns" in the treated area; specifically on the penis shaft and head. (B)(6) stated that the pt received the laser hair removal treatment on (B)(6) 2011 and that topical aloe vera was immediately applied to the treated area post treatment as suggested per candela's treatment guidelines. She then stated that the pt went on a business trip soon after the treatment, but he did not tell them that he had an adverse reaction until (B)(6) 2011. The pt was prescribed silvadene cream and after a couple weeks of using the silvadene, the pt stated that 90% of the injured area had healed according to (B)(6). However, the pt then went on vacation and called them back to state that the area was not healing after his return. (B)(6) also stated that the pt went to a local burn center for treatment.

Manufacturer narrative:
The product was installed at the user site (B)(6), 2009. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(6) 2011 with no conclusions made.